Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a flow rate inaccuracy during an unspecified process step. The variance was reported to be 6.89%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'flow rate inaccuracy. 6.89% variance' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.